Manufacturer narrative:
The reported iab serial # is (B)(6) and the returned/evaluated iab serial # is (B)(6). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath . The returned maquet sheath was over a quarter of the catheter membrane. Three kinks were observed on the catheter tubing approximately 74.9cm, 70.4cm and 52.1cm from the iab tip. Additionally, one kink was observed on the inner lumen and catheter tubing approximately 45.5cm from the iab tip. A portion of extracorporeal tubing was cut from the iab and not returned.. The three-way stopcock was also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared.the optical fiber was found to be broken near the membrane seal. The optical fiber was found to be broken. - an underwater leak test of the balloon, catheter, y-fitting, portion of extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The evaluation confirmed the reported failure. A leak was found on the catheter membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after approximately four hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the patient was having a bedside echocardiogram when the alarm began. The getinge representative assisted the customer in switching over to the to inner lumen of the iab for alternate ap access. The iabp was functioning well without issue. There was no patient harm or adverse event reported.